Event description:
It was reported that during a device upgrade while implanting the ventricular lead, a septal perforation occurred, and the sheath was repositioned. There were no adverse health consequences to the patient. The ventricular lead remains implanted.